Event description:
During a follow-up, noise was observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received, the noise resulted in oversensing and inappropriate automatic mode switch (ams) was also observed on the ra lead. Lead deterioration was alleged as the cause of the event. No diagnostic imaging has been performed.

Manufacturer narrative:
Correction for implant date (d6a).